Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider for a clinical study reported a loss of efficacy and pain at the site of battery pack, nothing the patient did not like how the battery was positioned. The patient saw improvements for 2-3 months, then symptoms went back to how they were prior to implant. It was noted the event led to an unscheduled clinic/office visit as the patient was examined on (B)(6) 2014. The event resolved without sequelae on (B)(6) 2015 after the entire system was explanted.

Manufacturer narrative:
.

Event description:
Additional information received reported the patient initially saw improvements for 2-3 months, and then symptoms went back to how they were prior to implant.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.